Event description:
It was reported that the "j" shape stylets that come with lead models 4076 & 5076 are having problems holding their shape during implants. No specific patient cases were referenced. 4076 and 5076 lead models are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.